Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer and assisted with troubleshooting the unit. The customer indicated there was no failure reported; however, the customer experienced physical damage as the roll stand mounted monitor fell over and the screen broke, it is unknown how the monitor fell and hit the floor. They would like to send the unit in for bench repair. The unit was received at bench repair and visual inspection took place. The authorized bench repair technician (brt) confirmed customer's alleged malfunction, the device showed signs of physical damage. The brt plans to replace the lcd frame, internal frame, lcd assembly, front assembly, rear housing to address the issues. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that the device was dropped and the screen broke. The device was not in use on a patient at the time of event, there was no adverse event reported.